Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with a theranova 400, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 the actual device was not available; however, a photos of the sample were provided for evaluation. The visual inspection of the two provided photos showed the product during treatment. Photo one showed water drops on the housing and photo two shows the product label. The origin of the water drops cannot be determined. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.